Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the patient was on the table for preparation and the procedure was postponed. A philips field service engineer (fse) went onsite and confirmed that the x-ray was not possible. Upon troubleshooting, it was found that the image processing pc (ip-pc) was not turned on and it cannot be turned on by pressing the power button. The defective ip-pc was returned to philips for further analysis. The analysis confirmed that the cause of the ip-pc failing was rusty and damaged chassis. To resolve the reported issue, the fse replaced the ip-pc and reloaded the operating system (os) and software. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.